Event description:
Rptr c/o nephrocalcinosis and bilateral medullary sponge kidneys, depression, lupus, ms, cfids, fibromyalgia, chronic eye infections, angioedema with gen urticaria, severe memory loss, myoclonic seizures, silicone deposits in brain per brain spect, severe sun and heat sensitivity, bladder/urinary chronic infections, peripheral neuropathy, other neuropathy, brain lesions, cognitive changes, anxiety &/0r depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, skin cancer on face, arm, pain &/or burning sensation in chest, and ribcage, edema & itchiness of eyes, severe edema: tongue (blocking airway), eyes, face, hands, & feet, chronic swelling, pain, discoloration (red or blue), heat or cold sensitivity, frequent low grade fever. Prolapsed bladder, incontinence cystocele, substantial hair loss, arrhythymia, hypersensitivity or allergies to chemicals, insect bites or stings, unusual chronic infections, connective tissue disease, joint inflammation, swelling, pain/arthraliga, rheumatoid arthritis, persistent joint stiffness, lumbar disc degeneration l4 and l5/s1, shortness of breath, difficulty breathing, chest tightness and pain, chronic swollen lymph nodes under arms and in groin. Chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, weakness, difficulty walking without falls. Unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc, chronic insomnia, poor circulation, tingling of arms, hands, legs and feet. Chronic fatigue syndrome, clumsiness/drops things and misjudges distance/runs into objects. (*)